Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. This report is for two (2) unknown 2.7mm locking screws. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Device was not fully explanted. Device is not expected to be returned for manufacturer review/investigation. PMA#, as specific part and lot numbers for locking screws are not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016 the surgeon was having trouble removing two (2) 2.7mm locking screw heads with a screwdriver from an 8-hole plate because the screws were stripped. It is unknown if the screws were stripped prior to or during the attempted removal. The surgeon ended up using a burr to remove the heads of two (2) locking screws. Fragments were generated during the burr process but the surgeon placed a sponge around the plate to contain the fragment pieces that were retrieved. The shafts of two (2) locking screws were left in the patient because the surgeon determined it would cause to much bony destruction to explant them. This event resulted in a twenty (20) minute surgical delay. The procedure was completed. Concomitant devices reported as: 2.7/3.5mm variable angle - locking compression plate (va-lcp) anterolateral distal tibia plate/8 holes/right (part # 02.118.206, lot # unknown, quantity 1), screwdriver (part # unknown, lot # unknown, quantity 1). The revision surgery was performed on (B)(6) 2016 due to an infection. This postoperative event due to an infection is captured in linked (B)(4). This report is for two unknown 2.7mm locking screws. This is report 1 of 1 for (B)(4).